Event description:
Device #1 malfunction: thumbwheel spun, partial stent deployment. Time of malfunction: during the procedure. Symptoms/ae: stent implanted in unintended site. It was reported that during a stenting procedure in the superficial femoral artery (sfa), during deployment, the xceed handle broke and the thumbwheel continued to spin. The stent partially deployed by approx one inch and would not deploy any further. During an attempt to remove the sds and partially deployed stent, the stent fully deployed in the unintended area of the sfa. Placement of a second xceed stent delivery system was attempted; however, the same malfunction occurred. During an attempt to remove the sds and partially deployed stent, the stent deployed in the iliac horn, occluding a renal artery graft. The second stent was surgically removed. Though requested, no add'l info was provided.

Manufacturer narrative:
The stent device remains in the pt's body and the customer reported the stent delivery system will not be returning. The lot number was not identified; therefore, a device history record review could not be performed. The second xceed stent delivery system referenced is being filed under a separate medwatch report.